Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 double roller pump 85. A livanova field service engineer was dispatched at the customer site, confirmed the issue and to fix it, replaced the motor control board hms. The console has been released back to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that, during priming, there was a fault in the direction of rotation of s5 double roller pump 85. There was no patient involvement.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trends related to reported failure mode was detected. Based on the investigation findings, the root cause of the reported event was traced back to a faulty motor control board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), power overloads/surges and also to variability of micro subcomponents. No concerning trend was highlighted for reported failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.